Manufacturer narrative:
The reported issue of the autopulse displayed system out of service, revert to manual CPR error message was confirmed through functional testing and during the review of the archive. The root cause of the issue was due to defective drive train motor. To remedy the issue, the drive train motor needs to be replaced. Visual inspection was performed and found that the load plate cover was damaged. In addition, the encoder drive shaft was noted to exhibits binding and resistance and does not rotate smoothly. The autopulse platform is a reusable device as well as a serviceable device and was manufactured on 09/17/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Archive review showed system error ua139 (unable to hold compression position) error message occurred on (B)(6) 2017 rather than on the reported event date given by the customer of (B)(6) 2017. The archive data also showed no clinical event to have occurred on (B)(6) 2017. Initial functional testing failed due to ua139 system error message displayed upon powering up the device therefore confirming the reported complaint. The issue was attributed to a defective drive train motor. The defective drive train motor needs to be replaced to resolve the issue. In addition, unrelated to the reported complaint, the platform front and bottom covers were removed for bio cleaning as traces of blood ingress was observed. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse displayed system error, out of service, revert to manual CPR error message. No patient involvement on this issue. No further information was provided.